Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient developed a bowel anastomotic rupture approximately 12 hours following bowel procedure. Surgical mesh was used to close the abdomen following the original bowel procedure. The patient was taken to surgery to address the anastomotic leak at which time the surgeon observed that the orc layer had delaminated from the mesh. The mesh was explanted due to the delamination.